Event description:
Dr. (B)(6) had two more gladius mongo es pre-shape wires detatch and come apart at the distal end of the wire. Two separate cases. Both sfa interventions. Low to moderate calcium and subtotaled lesions. Access was both pedal and cfa respectively. This is the third pre-shape mongo es this user has had a breakage within a two week timeframe all the same lot#. Physician managed to remove both wires intact, held together somehow and finished case intervention without a problem. Patient is ok and case completed successfully. No other information given and product not saved.